Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing changes in the intensity of pain and inadequate pain relief. It was also stated that the patients ipg had telemetry error. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No further information could be obtained despite good faith efforts.